Manufacturer narrative:
Concomitant medical products: 402358 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced chronic noise resulting in inappropriate high rate episodes and mode switches. The lead was capped and replaced. No patient complications have been reported as a result of this event.